Event description:
It was observed that during the device evaluation, the colono videoscope exhibited a flickering intermittent image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is component failure of the charged couple device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.